Event description:
It was reported to medtronic neurosurgery that after opening the valve, it was found not to work.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
Proteinaceous debris was observed in the interior of the returned valve. The valve was patent. However, it did not meet all of the requirements for siphon, reflux, preimplantation, pressure-flow, and leakage tests. Two tears were observed on the reservoir dome. Additionally a tear was observed on the top delta chamber membrane. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.